Manufacturer narrative:
Occupation is patient/consumer. Two vials of test strip lot 63657521 were received for investigation. The test strips (lot 63657521) were tested using a reference meter with a high-level control sample. Vial #1 testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.7 inr, qc 2: 2.8 inr, and qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Vial #2 testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, and qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant inr results with coaguchek xs meter (serial number (B)(4)) compared to an unknown laboratory method. At 09:00 a.m. On (B)(6)2023, a sample from the patient was tested using the meter, resulting in a value of 7.4 inr. At 01:00 p.m. On (B)(6)2023, a sample from the patient was tested using an unknown laboratory method, resulting in a value of 5.4 inr. After the laboratory result at an unknown point in time, the patient repeated the test on the coaguchek xs meter and obtained a value of 7.4 inr again. The patient¿s therapeutic range is 2.0-3.0 inr, with weekly testing frequency.